Manufacturer narrative:
The patient was reported to be above 18 years old. (B)(4) for the event revealed by the investigation of balloon deformed a visual examination revealed that the catheter shaft was kinked at 3 cm from the distal tip. The catheter kinked most likely during forcible catheter insertion into the scope. The returned balloon was inspected and inflated, and the balloon was found to be deformed and lost its original shape. This could be a result of balloon being placed and inflated in tortuous anatomy. The reported defect of balloon burst/ruptured was not confirmed. Based on the results of the investigation, the most probable root cause of this complaint is operational context as due to some procedural/anatomical factors encountered during the procedure and performance of the device was limited. The device history record review confirms that this device met all material, assembly and performance specifications. A review for similar complaints was completed and there were no other complaints reported.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct performed on (B)(6) 2014. According to the complainant, during the procedure the balloon burst when dilated at 3 atm. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the balloon to be deformed.